Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the patient had left receiver charging for 90 minutes and upon return receiver was really hot and she unplugged it from the charging cable. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was externally visually inspected and no defect was found. Functional testing was attempted but could not be performed because the receiver would not turn on or boot up. Therefore, a receiver log could not be downloaded. The receiver case was opened for further evaluation. An interior inspection found the moisture detection sticker activated. The reported event of an overheating receiver was confirmed. The root cause was determined to be moisture damage.